Event description:
It was reported that during a da vinci-assisted surgical procedure, white smoke or electric leakage occurred. The maryland bipolar forceps instrument was partially melted and burned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed. It was unknown where the arcing appeared to originate/occur and where the arc ground. Bipolar energy was activated when the arcing event occurred. No other instrument was used when the arcing event occurred. Third-party generator was used. Macro60w settings were used on the generator/esu. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument/accessory was inspected prior to use and no damage or anything out of the ordinary was observed. The cannula was inspected prior to use and a pin gauge was used to inspect the cannula. The instrument was connected properly, and instrument tips did not collide with any other instrument or tool during the procedure. The instrument tip(s) did not touch any staples, clips, or sutures while energized. No injury to the patient was observed.